Event description:
The event occured on an unspecified date in 2018. The event involved a customer allegation of a device that says "needs battery replaced". During testing, the fse confirmed the replace battery message and determined the probable cause was the end of life of the battery. The battery was replaced. This plum 360 device has software version (B)(4). This software has an issue were when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.